Event description:
Event: (cc# 98-01174) after iabp for sixteen hours, the "leak in iab" alarm sounded from the system 97 pump. Then, blood was noted in the tubing and the iab was removed. A second iab was inseted into the patient. (Multiple event to customer complaint number 98-01175) on 9/29/98, the following information was reported to datascope: the iab was inserted into the patient on 9/15/98. On 9/16/98 after iabp for 16 hours, the "leak in iab" alarm soundef rom the sustem 97 pump. Then, blood was noted in the tubing and the iab was removed. A second iab was inserted into the patient. [Event complications]: none from the event - reported 9/17/98, 9/29/98. [Patient's current status]: o.r. - rpt'd 9/17/98.